Manufacturer narrative:
Results: is based on the evaluation of the returned sample; is based on the retention samples evaluated. Conclusions: is based on the evaluation of the returned sample; is based on the retention samples evaluated. The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed no anomalies. However, during the leak test, leakage occurred. After the valve was removed from the sheath and closely examined under magnification, valve damage was noted. An evaluation of retention samples of the reported product code/lot number combination was conducted along with surrounding lots. Visual inspection revealed no anomalies and all samples met the leak test specification. A review of the device history record of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot number combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the valve was dislodged through off-center insertion of the dilator. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: forced insertion of the dilator which misses the center of the sheath valve may cause damage, resulting in blood leakage. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
The user facility reported that the valve was not present inside the sheath during a procedure. Follow up communication with the user facility confirmed the following information: the 9fr pinnacle 10cm sheath was inserted over the wire, when pulling out the dilator the valve was missing and blood flowed out; the sheath was removed and a new one was replaced promptly; and the patient was reported to be stable.